Manufacturer narrative:
Sections with additional information as of 09-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected section as of 09-nov-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-62: user had poor technique".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 23-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 336, 268 and 407 mg/dl. The customer¿s expected non-fasting blood glucose test result range is 80-100 mg/dl; customer stated that he drinks water an hour prior to testing. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer stated that he only had one test strip in the vial. The product is stored according to specification (location was not disclosed). The test strip lot manufacturer¿s expiration date is 07/18/2021 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: (B)(6).